Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer stated blood glucose was 500mg/dl. The customer was treated with insulin pump as well as manual injection. Customer declined with troubleshot for high blood glucose level at this time. Customer stated heath care professional was concern with all the high and lows blood glucose. The insulin pump will not be returned for analysis.